Event description:
It was reported that the patient underwent a revision surgery in which this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has not been received for analysis.

Event description:
It was reported that the patient underwent a revision surgery in which this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has not been received for analysis. Additional information was received indicating that this rv lead was explanted due to out-of-range impedances and high pacing thresholds. No additional adverse patient effects were reported. This rv lead has not been received for analysis.